Event description:
Facility reported the extension set disconnected from the quinton adapter. The pt was already in the hosp for peritonitis. The extension set was changed on 9/29/97 and became disconnected on 9/29/97 while the pt was in the hosp. This was the pt's second disconnection. No sample is available for evaluation. Companion samples will be sent to ogden for a more through evaluation.

Manufacturer narrative:
Phone calls to quinton to get a sample of the quinton adapter on 10/23 (3x's), 10/27, 10/28 and 11/05. One companion sample was returned for examination. The sample was found to be assembled correctly. The sample passed the leak test. Dimensional evaluations were within specifications. The sample was engaged with the quinton as well as the titanium adaptor. Although, the quinton adaptor was harder to engage completely, it functioned adequately. Will continue to monitor for trends.